Event description:
In 2009, the patient's wife reported that an e4 (occlusion) error was displayed on the infusion device while attempting to prime the infusion tubing and air bubbles formed inside the tubing. The insulin cartridge and infusion tubing were new. She stated that insulin was at room temperature. She was assisted with performing the change cartridge procedure and primed 25 units, but no insulin dripped from the infusion tubing. She stated there was a "quarter inch" of air in the insulin cartridge and she performed 2 more prime cycles and e4 was displayed. She removed the insulin cartridge from the infusion device and pushed the insulin back into the original vial and refilled the insulin cartridge until no air bubbles were visible. She attached the adapter and new infusion tubing and performed the change cartridge procedure. She then primed until insulin flowed from the end of the infusion tubing. No air bubbles were present in the system and the e4 error did not recur. The patient was disconnected from the infusion device for nearly an hour while attempting to clear the error and air from the system and his blood glucose measured 181 mg/dl. His normal blood glucose range is 99-140 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.